Event description:
Cook femoral artery catheter fractured at hub site when attempted to be removed. This device failure required surgical retreival of the remaining catheter piece. An 8 centimeter piece was removed under local anesthetic; examined in pathology which revealed one end of the catheter was tapered and the opposite end had instrumentation marks. There have not been any gross defects noted in the packaging of this device or other packaging of the same devices. It is unclear if the device was checked after the failure by the facility's biomedical engineering department. It is not known if user error was a factor in this device failure. According to the operating room staff, the device went on the market in 1979 and they speculate that they have been using this device since that time with no reports or difficulties or problems. There were no unusual activities or circumstances surrounding the use of this device.